Event description:
I began to experience painful inflammation across the bridge of my feet and in the joints of my toes in (B)(6) 2013. I began to see a rheumatologist in (B)(6) of 2013 and was diagnosed with sjogrens' and "undifferentiated corrective tissue disorder." Lupus is suspected, as fatigue, fevers, anemia. Vitamin d deficiency, stiffness and inflammation in joints (feet, knees, elbow, hands) developed. I am on plaquenil and have blood work and see my rheumatologist every three months.